Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient's blood glucose has been around 260 mg/dl for the last few days. There was no reported symptom or required hcp medical intervention to suggest a serious injury due to the alleged issue.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no visible damage to keypad. All buttons are intermittently responsive. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display is dim/fading. When replaced with a test screen, it functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.